Event description:
The customer reported the system was not booting up properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the calibration files and software. System operates as intended.